Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician attempted to reposition the ventricular lead three days after the original implant. Later that day, the physician decided to reoperate again to cap the ventricular lead and implant a new lead. No patient complications have been reported as a result of this event.